Event description:
The customer stated erratic results were generated on the architect creatinine assay. A patient sample generated an initial result of approximately 300 mg/dl but upon repeat, the result was approximately 70 mg/dl. The initial result was not reported. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). Technical service and support inspected the architect c8000 and found the r2 probe to be out of position. Dirt buildup was found on the alignment point for r2 probe calibration. The r2 probe was replaced and recalibrated after the calibration point was cleaned. Numerous creatinine controls were run and the results were within limits. The erratic creatinine result issue appeared to have been resolved by the cleaning of the calibration point, and the replacement of the r2 probe that was out of position. The c8000 architect system operations manual contains adequate information for resolving elevated and erratic results. The manual lists damaged, dirty or misaligned probes, as a probable cause for erratic result generation, and performing scheduled maintenance, replacing damaged, dirty or misaligned components, and contacting area customer support as corrective actions. The manual also contains adequate information on r2 probe replacement and adjustment. Service history review was performed for the time period of (B)(6)2008 to (B)(6)2008. The service history review found no additional incidents or architect c8000 serial number (B)(4) generating erratic results since the r2 pbobe was replaced. The current rate for architect c8000 erratic occurrences/ million tests and complaints/ million tests are below the internal rate documented at launch for the architect c8000. Based on the available information and the investigation, no deficiency was identified for the architect c8000 processing module (B)(4) related to the issue under investigation. This is the final report. End of report.